Event description:
Bayer case number: (B)(4). Where is the follow-up appointment regarding the migrated essure [device migration] allergic to titanium [allergy to metals] because of essure I no longer have a uterus, direct menopause and cholesterol [early menopause] because of essure I no longer have a uterus, direct menopause and cholesterol [blood cholesterol abnormal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("where is the follow-up appointment regarding the migrated essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants (unknown) and euphytose (ballota nigra, crataegus laevigata, passiflora incarnata, valeriana officinalis). On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), allergy to metals ("allergic to titanium") and premature menopause ("because of essure I no longer have a uterus, direct menopause and cholesterol") and was found to have blood cholesterol abnormal ("because of essure I no longer have a uterus, direct menopause and cholesterol"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, blood cholesterol abnormal, device dislocation and premature menopause to be related to essure administration. The reporter commented: essure in my uterus allergic to titanium etc. Proof of all these facts the conciliation compensation commission is also infiltrated... Sooner or later all becomes known. Because of you I no longer have a uterus, direct menopause and cholesterol regarding euphytose, stop it, it doesn't mix well with antidepressants. Where is the follow-up appointment regarding the migrated essure?. The most recent follow-up information incorporated above includes data received on: 23-sep-2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) where is the follow-up appointment regarding the migrated essure [device migration] allergic to titanium [allergy to metals] , because of essure I no longer have a uterus, direct menopause and cholesterol [early menopause] , because of essure I no longer have a uterus, direct menopause and cholesterol [blood cholesterol abnormal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("where is the follow-up appointment regarding the migrated essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants (unknown) and euphytose (ballota nigra, crataegus laevigata, passiflora incarnata, valeriana officinalis). On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), allergy to metals ("allergic to titanium") and premature menopause ("because of essure I no longer have a uterus, direct menopause and cholesterol") and was found to have blood cholesterol abnormal ("because of essure I no longer have a uterus, direct menopause and cholesterol"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, blood cholesterol abnormal, device dislocation and premature menopause to be related to essure administration. The reporter commented: essure in my uterus allergic to titanium etc. Proof of all these facts the conciliation compensation commission is also infiltrated... Sooner or later all becomes known. Because of you I no longer have a uterus, direct menopause and cholesterol regarding euphytose, stop it, it doesn't mix well with antidepressants. Where is the follow-up appointment regarding the migrated essure? Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2025: upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, events, references & all other relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) where is the follow-up appointment regarding the migrated essure [device migration] , allergic to titanium [allergy to metals], because of essure I no longer have a uterus, direct menopause and cholesterol [early menopause] , because of essure I no longer have a uterus, direct menopause and cholesterol [blood cholesterol abnormal] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("where is the follow-up appointment regarding the migrated essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants (unknown) and euphytose (ballota nigra, crataegus laevigata, passiflora incarnata, valeriana officinalis). On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), allergy to metals ("allergic to titanium") and premature menopause ("because of essure I no longer have a uterus, direct menopause and cholesterol") and was found to have blood cholesterol abnormal ("because of essure I no longer have a uterus, direct menopause and cholesterol"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, blood cholesterol abnormal, device dislocation and premature menopause to be related to essure administration. The reporter commented: essure in my uterus allergic to titanium etc. Proof of all these facts the conciliation compensation commission is also infiltrated. Sooner or later all becomes known. Because of you I no longer have a uterus, direct menopause and cholesterol regarding euphytose, stop it, it doesn't mix well with antidepressants. Where is the follow-up appointment regarding the migrated essure? Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.